Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the steerable guide catheter was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that a leak was observed during preparation of the steerable guiding catheter, and if were to reoccur in the anatomy, has the potential to compromise the fluid path integrity which may cause or contribute to injury. It was reported that during preparation of the steerable guiding catheter (sgc), the hemostasis valve was leaking while the sgc was in the vertical position. Troubleshooting was performed by activating the hemostasis valve via inserting the dilator. The connection to the 3-way-cock stop was inspected as well. The 3-way cock stop was changed but the valve was still leaking; therefore, the sgc was not used. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records and complaint history. The investigation was unable to determine a cause for the reported leak. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.